Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in clinic for device check. It was noted that atrial lead had dislodged. Upon interrogation it was also noted that the lead exhibited failure to sense and failure to capture. The lead was explanted and replaced with new lead. Patient condition was stable.